Event description:
New information noted that patient presented in clinic for follow-up. The atrial lead noise was oversensed and triggered auto mode switch episodes. Programming changes were performed. The patient was discharged from the hospital after the check.

Event description:
It was reported that the atrial lead exhibited noise. No additional information was reported/additional information was requested but not received.